Event description:
The fan will allegedly not turn off and the unit is overheating. The red light is allegedly flashing. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this concentrator. The model xpo100b sn (B)(4) is approximately 3 months old. The user manual for this device is part number (B)(4). The territory business manager [tbm] alleges that the device was overheating. The device alarmed [fail safe] as expected/designed. Invacare has incorporated safety mechanisms to shut the device down if overheating occurs. On page 26 it states: "heat is the worst enemy of a battery. Allow plenty of air to circulate around the xpo2 so that the battery is kept as cool as possible when charging and also when in use." It is not known if the battery had proper circulation. The alarm is meant to alert the dealer/consumer with overheating of the device. On page 35 there is an explanation of the alarm for overheating: "system too hot/cold running alarm - if the internal sensors register temperatures outside factory set levels during operation, the unit will alarm with a rapid audible beep, the red alarm indicator light will illuminate continuously, the unit will not operate and the flow setting 1 and 3 blue indicator lights will illuminate. The fan will turn on. Allow the unit to cool or warm to the recommended operating temperature range (see recommendations for optimal performance on page 18). Turn off the unit and try again. Change to an alternate source of oxygen while waiting. If the alarm continues, contact your equipment provider." It is unknown if the tbm tried a second time to cool the device down.